Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 165 mg/dl and sensor glucose was 160 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that there were 3 down arrows appeared on the insulin pump screen. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed with accurate readings.